Event description:
It was reported by the affiliate that the (1) mcm30 was used during an unk procedure. It was reported that the device would feed one or two clips. The case was completed with another instrument and there were no consequences to the pt.